Event description:
It was reported that the patient underwent heart transplantation on (B)(6) 2025, and the blood pump was removed. The patient was not symptomatic or injured due to the event. There were no alarms, and the patient did not require inotropes.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
A4 pt weight not provided. B5: additional information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
No issues with the pump drive were reported.

Manufacturer narrative:
H6: health effect-clinical, health effect-impact, and medical device problem code: corrected. Manufacturer's investigation conclusion: (B)(6) was returned assembled with the driveline severed approximately 2¿ from the pump housing. A distal portion of the driveline (including the controller connector) was returned measuring approximately 37". The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump's inlet port. The sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft elbow) was returned attached to the pump¿s outlet port, with the sealed outflow graft severed approximately 4¿ from the graft hardware. The sealed outflow graft bend relief was returned sliced along its entire length, consistent with explant. The bend relief collar was returned attached to the sealed outflow conduit. The apical sewing ring was not returned. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications, and the device functioned as intended. Incidental findings: upon removal of tape, superficial damage to the outer silicone jacket of the driveline was observed. The relevant sections of the device history records for (B)(6) as well as driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU rev. B and the heartmate ii patient handbook, rev. D, are currently available. Although no device-related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU and patient handbook instruct the user to keep the driveline clean and check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also cautions the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Both the IFU and patient handbook provide additional instructions regarding driveline care and instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.